Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. In addition two cartridges were received inside the bag. Cartridge b was received fully fired and with no damage to the spring cartridge lockout. Cartridge c was received partially fired and with no damage to the spring cartridge lockout. The returned device was found to be non-functional as the firing mechanism were noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was loaded into a test device and it fired, cut and formed the staples as intended.

Event description:
It was reported that during a wedge resection, the device was difficult to fire. The staples did not fire completely through on the first firing and the device partially fired. A new device was used to complete the case. There was no patient consequence.